Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high and that the reservoir did not seem to be locking into place. The blood glucose ran over 400 mg/dl. The customer treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken off reservoir tube lip and the reservoir unable to lock into place and unable to perform occlusion test due to completely broken off reservoir tube lip. However, the currents are within specifications and passed rewind test, basic occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken reservoir tube lip, reservoir tube cracked, reservoir tube window cracked and missing the reservoir tube o-ring.